Manufacturer narrative:
The device was returned to zoll medical germany. During the investigation it was noted that the reported fault relating to the device won't turn on was verified to be caused by a defective dock connector. The customer declined the repair; therefore, the unit was returned to customer not certified for clinical use. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.